Event description:
It was reported that during a tonsillectomy the halo wand was hooked up to the werewolf but when surgeon stepped on ablate or coag pedal, saline flowed out the wand but wand would not cut or coag. The wand was tested in a bowl of saline after case and no plasma glow either. The procedure was completed with a competitor device with no delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection of the device revealed no erosion of the electrodes. Analysis of the data extracted from the wand revealed that, prior to investigation, the wand was not connected to a controller nor was it activated at any time. The wand was then connected to a known good controller, which revealed that the ablate and coagulate functions activated as intended. Saline and suction lines performed as intended. The complaint was not verified and a root cause could not be determined, as the device performed as intended. Factors, which may have contributed to the reported complaint include: 1) there may have been issues with the concomitant controller or accessory at the time of the complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.